Manufacturer narrative:
Samples are being returned to the manufacturer, pending evaluation and conclusion for investigation on returned and retained samples 6/24/2015: initial reporter information corrected and updated, correct data is (B)(6). 7/20/2015: manufacturer investigation report on retained samples, product not yet returned by customer, method, result and conclusion codes added.

Event description:
Licensed vet technician advised that during a dental routine on a dog, it is part of the procedure to have the animal on IV fluids, when the dog was being discharged, they attempted to remove the catheter but the catheter broke off and remained inside of vein. The catheter had to be surgically removed from the dog. Almost 2 weeks after incident, they followed up on the dog and did not have any further complications or symptoms due to the incident. Dog is doing well now.

Manufacturer narrative:
Samples are being returned to the manufacturer, pending evaluation and conclusion for investigation on returned and retained samples 6/24/15: initial reporter information corrected and updated, correct data is (B)(6).

Event description:
Licensed vet technician advised that during a dental routine on a dog, it is part of the procedure to have the animal on IV fluids, when the dog was being discharged, they attempted to remove the catheter but the catheter broke off and remained inside of vein. The catheter had to be surgically removed from the dog. Almost 2 weeks after incident, they followed up on the dog and did not have any further complications or symptoms due to the incident. Dog is doing well now.

Event description:
Licensed vet technician advised that during a dental routine on a dog, it is part of the procedure to have the animal on IV fluids, when the dog was being discharged, they attempted to remove the catheter but the catheter broke off and remained inside of vein. The catheter had to be surgically removed from the dog. Almost 2 weeks after incident, they followed up on the dog and did not have any further complications or symptoms due to the incident. Dog is doing well now.

Manufacturer narrative:
Samples are being returned to the manufacturer, pending evaluation and conclusion for investigation on returned and retained samples